Manufacturer narrative:
Date sent to FDA: 07/03/2020. Additional information: e1. Additional b5 narrative: it was reported that patient experienced erosion of her internal bodily tissue following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Patient code: 3191 - mesh exposure. Additional b5 narrative: it was reported that the patient experienced mesh exposure and pelvic pain following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.